Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation.

Event description:
It was reported that the 840 ventilator generated an inoperable error code during patient use. The patient was transferred to another ventilator and there was no harm to the patient as a result of the event. It was reported that the customer ran extended self-testing (est) and the ventilator was running on a test lung for 48 hours. The customer was unable to duplicate any errors on the ventilator. The repair shop ran all the recommended tests and they were unable to duplicate any issue. They noted it may have been a piece of debris. The ventilator has been returned to use.